Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, a needle tip was not captured by a cuff. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. A review of the device history record for this lot did not produce any findings relevant to this report. Improper method-patient selection. The proglide instructions for use state, under special patient populations, the safety and effectiveness have not been established, in patient populations with femoral artery calcium which is fluoroscopically visible at the access site. Incorrect use of device - off label use. The proglide instructions for use state, caution, this device should only be used by physicians (or healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterizations procedures and who have been trained by an authorized representative of abbott vascular.